Manufacturer narrative:
Zimmer biomet complaint (B)(4). Patient weight not provided/unknown reporter's email not provided/unknown additional 510k numbers: k011028 and k013227. Device not returned.

Event description:
It was reported that the implant was missing from the closed package. No patient harm reported. Tooth location 29.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
One implant was returned for investigation without the packaging. A second implant was returned as well. Visual inspection of the as returned product identified minimal signs of usage about the devices. Follow up was conducted to reach the customer in regards to the additional implant returned and no packaging received. However, all attempts were unsuccessful. If additional information is obtained, the investigation will be reopened and updated accordingly. A device history review was performed and no related nonconformance¿s were noted. A complaint history search was performed using our complaint handling system and there were no additional related complaints against this lot. Appropriate documentation was reviewed. Review of the package inspection confirmed that all inspected packaging contained the correct quantity and type of part. Based on the nature of this complaint, the event is non-verifiable as the manner in which the package was received by the customer cannot be determined.